Event description:
It was reported that this pacemaker was found in electrocautery protection mode, unexpectedly. A device transmission from approximately 1.5 hours earlier showed normal programming. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.